Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose levels of 600 mg/dl. The customer stated that they did not rewind the insulin pump prior using it. The customer declined the troubleshooting for high blood glucose. The device is not expected to be returned for analysis.